Event description:
It was reported that prior to an unknown procedure, the echelon reload was loose and didn't fit echelon. It was unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr45g cartridge reload was received unfired and in good visual condition. Additionally, a 60mm stapling retaining cap was received. The returned reload was loaded into a ple45a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.